Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -06.50 diopter, due to the lens was nicked during loading, causing an abnormality. The backup lens was implanted. Additional information has been requested but none has been forthcoming.